Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). It occurred during the fourth dwell cycle of peritoneal dialysis therapy. The patient stated that they had left an unused supply line unclamped. The technical services representative (tsr) assisted to patient in clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user had left an unused supply line unclamped. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to close all clamps on the disposable set prior to when the homechoice displays load the set. Drain line clamps are opened after attaching the drain option and clamps for lines connected to solution bags are opened right before priming. This review finds the labeling accessible, accurate, and adequate for the related use error in the complaint. Should additional relevant information become available, a supplemental report will be submitted.